Manufacturer narrative:
The customer was asked to provide additional information about the event including patient outcome and to send the AED to cardiac science for evaluation. To date, neither the additional information nor the AED have been received.

Event description:
During a rescue the AED prompted the rescuers to attach the pads to the patient even though the pads had already been attached. The customer reported that they no longer have the pads used in the rescue. Although requested, information on patient outcome wasn't provided.

Manufacturer narrative:
After multiple requests, the customer has neither provided additional information about the event nor sent the device to cardiac science for evaluation. At the present time there is no evidence to support the allegation that the AED did not function correctly during the rescue.

Event description:
During a rescue the AED prompted the rescuers to attach the pads to the patient even though the pads had already been attached. The customer reported that they no longer have the pads used in the rescue. Although requested, information on patient outcome wasn't provided.